Event description:
It was reported that the patient was not using her neurostimulator due to lack of coverage to the pain area. The patient was also unsure how to use the patient programmer. Interrogation results were normal on (B)(6) 2011 and did not show any out of range leads. The neurostimulator, leads, and extensions were replaced. At the time of surgery it was revealed that the leads had migrated substantially. The patient recovered without sequela.

Manufacturer narrative:
Extension model 748951 serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2007; extension model 748951 serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2007; lead model 3887-33 lot# j0421472v implanted: (B)(6) 2004 explanted: (B)(6) 2007; lead model 3887-33 lot# j0454469v implanted: (B)(6) 2004 explanted: (B)(6) 2007; programmer model 7435 serial# (B)(4).